Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative found a tip inside the reagent bottle and the probe was misadjusted. He adjusted the probe. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys estradiol iii results for 2 patient samples on a cobas e 411 analyzer (disk system). Sample 1: the first run of the sample displayed a data flag without a result. The repeated results were >3000 pg/ml and 527.0 pg/ml. Sample 2: the initial result was >3000 pg/ml. The sample was diluted (quintuple dilution). A data flag was displayed without a result. The sample was repeated with a dilution (quintuple dilution) and the result was >15000 pg/ml. The sample was diluted (quintuple dilution). A data flag was displayed without a result. The sample was repeated with a 1:10 dilution and the result was 2858 pg/ml. The samples were repeated due to the customer experiencing numerous data flags and measurements outside of the measurement range.